Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected alarm. The blood glucose level was 25 mmol/l. The customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. It was stated that whenever the battery was low or out of charge it was not giving the customer any alert. Notification light stopped flashing immediately. The troubleshooting was performed for power error detected alarm and declined for the high blood glucose alarm. The customer was advised the insulin pump will need to be replaced and advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.